Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019 and (B)(6) 2019. Reason for reoperation is rupture, silicone migration, and granuloma. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, leak of silicone beyond contours of breast, and granuloma. Additionally the patient complained of "acute onset fullness sensation and pain". The device has been explanted.